Manufacturer narrative:
Product investigation is in progress.

Event description:
Top portion is missing - tampon [device breakage]. Case narrative: consumer reported via e-mail that top portion of tampon was missing. No injury was reported.